Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation and there was no report device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on information reviewed, the mr is related to disease progression of heart failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Outcomes attributed to ae was updated from "death" to "na". Date of event updated to (B)(6) 2019 from (B)(6) 2019. Type of reportable event was updated from "death" to "serious injury" patient codes 1802 (death), 2206 (heart failure) were removed and replaced with code 2199 (no patient effects).

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, with implantation of one clip, reducing the functional mitral regurgitation from moderate to trace/trivial. In (B)(6) 2019 the patient was re-admitted to the hospital with worsening heart failure. Medication was administered. The patient expired at the hospital. Subsequent to the previously filed report, additional information was received that on (B)(6) 2019 the patient was admitted to the hospital with diverticulitis and acute lower gastrointestinal (gi) bleed. After being discharged for the gi bleed, the patient was re-admitted on (B)(6) 2019 for acute congestive heart failure. The echocardiogram on (B)(6) 2019 showed moderate to severe mr. Treatment for the gi bleed included intravenous fluids and protonix medication. Anticoagulation medication was discontinued. Thoracentesis was performed for the bilateral perfusion; 500 ml of fluid was removed. The recurrent mr was due to the heart failure. The patient expired on (B)(6) 2019 while in the hospital for heart failure. In the opinion of the physician, all of these conditions are not related to the mitraclip device/procedure. No additional information was provided.

Manufacturer narrative:
Estimated date of death. Estimated date of event. Exemption number (B)(4). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the patient death and hospital re-admission for heart failure. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, with implantation of one clip, reducing the functional mitral regurgitation from moderate to trace/trivial. In (B)(6) 2019 the patient was re-admitted to the hospital with worsening heart failure. Medication was administered. The patient expired at the hospital on an unknown date in (B)(6) 2019. No additional information was received.